Manufacturer narrative:
No unexpected button error alarms, memory anomalies or reset anomalies noted during testing. No unexpected frozen screen anomalies noted; time advanced properly. Passed pump self test, unexpected restart test and displacement test. Intermittent button response on the act button due to corroded keypad traces noted. Unit received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a set change and the screen is frozen. Customer does not recall any significant events leading to the error. Customer's blood glucose was 260mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.